Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-21. H.6. Investigation summary the actual product was received, and examined, the c35 was detached as stated in the complaint. When we checked the bonded parts of the actual product, there were traces of applying the adhesive according to the standard process, and no traces of defects during manufacturing such as defective adhesion were observed. It was not possible to identify the cause of this event because no abnormalities were found during manufacturing, but the following events described in the package insert put an excessive load on the adhesive, when using the connector (luer lock), firmly grasp the white housing part. [If you rotate the housing without grasping it, it may come off from the three-way stopcock. ] no anomaly found on DHR.

Event description:
It was reported that sp set was broken. This was discovered during use. The following information was provided by the initial reporter: when drawing a solution during preparation, the c35j part was detached.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sp set was broken. This was discovered during use. The following information was provided by the initial reporter: when drawing a solution during preparation, the c35j part was detached.